Manufacturer narrative:
Precision testing was performed with acceptable results. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 (glucose hk gen.3) on a cobas c 503 analytical unit. The sample initially resulted in a gluc3 value of 0.6 mmol/l and repeated as 5.6 mmol/l. The gluc3 reagent lot was 62948701 with an expiration date of 31-jul-2023. It is not known which result is deemed correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.